Event description:
The device was sent in for preventative maintenance and wrench needed to be checked. There was no patient involvement. During device evaluation it was discovered that the cutter failed the test cut. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the cutter failed the cut test. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.